Event description:
Spacelabs received a report that a patient in the operating room ¿turned blue¿ and coincidentally the oxygen readings were delayed from the multigas analyzers model 92518 which are connected to the command modules model 91496 and xprezzon patient monitors model 91393 that are in use. This spacelabs equipment is interfaced to datex omeda anesthesia carts aestiva 3000. No injury was reported as the result of the event which occurred on (B)(6), 2014.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to the customer site to initiate an investigation. The customer could not identify which unit was involved in the event. As part of planned routine maintenance, all spacelabs equipment used on the anesthesia carts was functionally tested and calibrated by the fse. No issue was found with any of the equipment. The fse found that the customer was using non-spacelabs supplied accessory tubing for gas sampling that was wider and longer than the approved spacelabs accessory tubing. The spacelabs user manual identifies that spacelabs sample lines must be used with the spacelabs product, as use of other sample lines may cause inaccurate readings or results. The customer was informed this unapproved tubing could cause the delay in oxygen readings that the customer had experienced, and was advised to use the recommended spacelabs tubing. This report is final and the issue considered closed.

Event description:
Spacelabs received a report that a patient in an operating room "turned blue" on (B)(6) 2014. Coincidentally, the oxygen readings were delayed from the multigas analyzers model 92518, which are connected to the command modules model 91496 and xprezzon patient monitors model 91393 that are used in the operating rooms. This spacelabs equipment is interfaced to datex omeda anesthesia carts model aestiva 3000. No injury was reported as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to the customer site on (B)(4) 2014 to initiate an investigation. All spacelabs equipment used on the anesthesia carts was functionally tested and calibrated. However, the customer could not identify which unit was involved in the event and all equipment continues to be in service without further incident.spacelabs continues to investigate this event and will file a follow up report when the investigation is concluded. Placeholder.